Event description:
It was reported that (B)(6) hospital experienced a problem with the 11fr introducer that accompanies the endoplege catheter. There was significant blood leaking out of the hemostatic valve in the sheath shortly after the ep catheter was advanced through then removed from the introducer. It was the hemostasis valve on the introducer that was leaking. The ep went through the introducer without any problems. The introducer was not leaking while the ep was inserted; it was leaking "profusely" when the ep was removed from the introducer. They removed the sheath and opened up a new one.

Manufacturer narrative:
Evaluation results: this device was evaluated by engineering at edwards (B)(4). It was verified that the lot number on the introducer is (B)(4) and a DHR review was performed for this lot number. The DHR review performed indicated that there were no non-conformances associated with the lot. Visual inspection of the introducer showed a visible kink in the shaft, about 1 cm from the sheath hub. The cap of the introducer was removed to examine the stainless steel rings and the silicone valve. The stainless were in the correct orientation and there was no sign of damage observed on it under 30x-45x magnification. However, the valve was not present between the two stainless rings. This valve had dislodged and was located in the introducer sheath distal to the sheath hub. The valve was examined under magnification to verify the presence of the slits on the valve. No tearing was observed on the valve. All the introducers are 100% leak tested on the manufacturing floor. During one of the leak tests, the dilator is placed in the introducer. It was confirmed that if the valve was not present the part would fail leak. A product risk assessment and a corrective action ((B)(4)) were initiated to determine and address the root cause of valve dislodgement. A field correction action was initiated on (B)(4) 2010, as a result of the product risk assessment. Summary: each customer experience report is thoroughly reviewed to ensure appropriate risk control measures are in-place. CAPA (B)(4) has been initiated to determine and address the root cause of valve dislodgement.